Event description:
A report has been received from an end user who called to report the joystick is malfunctioning. In speaking with the end user it was learned she had noticed last week it was not working and currently the wheelchair is not working at all. Customer alleges no injuries.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model m51, serial number/date code unknown is of an unknown age. The owner's manual part number 1125085, was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. A call was placed to the reporter of this incident. Reportedly she stated she has had this power wheelchair since 2003 and always keeps it charged. She stated she did not have the serial number. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.

Manufacturer narrative:
(B)(4). Initial pr (B)(4) issued MFR report #1525712-2012-01896 indicating the manufacturer as invacare (B)(4). The correct manufacturer is unknown. Notification has been sent to all manufacturers of this model medical device. (B)(4) - no RMA has been initiated for this issue. Model m51, serial number/date code unknown is of an unknown age. The owner's manual part number 1125085 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. A call was placed to the reporter of this incident. Reportedly she stated she has had this power wheelchair since 2003 and always keeps it charged. She stated she did not have the serial number. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.the malfunction has not been confirmed.

Event description:
A report has been received from an end user who called to report the joystick is malfunctioning. In speaking with the end user it was learned she had noticed last week it was not working and currently the wheelchair is not working at all. Customer alleges no injuries.